Event description:
Steris examiner 10 ceiling mounted light arced. (No pts in unit). Exposed wire with metal housing showing where the arcing took place left a hole in the metal housing. Light removed and reported to steris for evaluation.